Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a difficult removal, malposition, detachment, and a patient device interaction problem. This information was received from various sources. All malfunctions involved patients without consequence. The patients included a 69-year-old male without weight provided, a 36-year-old female without weight provided, and a patient without age, weight, or sex provided.

Manufacturer narrative:
H10: of the three malfunctions, two lot numbers were provided and lot history reviews were performed. The devices for the three malfunctions were not returned; however, medical records were provided for two of the three malfunctions. One investigation is inconclusive for perforation, tilt, detachment, and difficulty to remove as no objective evidence has been provided to confirm any deficiency with the device. One investigation for which medical records were provided is confirmed for detachment, perforation, and difficulty to remove, but is inconclusive for tilt. The other investigation for which medical records were provided is confirmed for difficulty to remove, tilt, detachment, and perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: h6 (device code: 4001 - patient device interaction problem); g4 (PMA/510k). H11: d4 (lot#); h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the three malfunctions, two lot numbers were provided and lot history reviews were performed. The devices for the three malfunctions were not returned; however, medical records were provided and reviewed for all three malfunctions. One investigation for which medical records were provided is confirmed for detachment, but is inconclusive for perforation, difficult to remove and tilt. One investigation for which medical records were provided is confirmed for detachment, perforation, and difficult to remove, but is inconclusive for tilt. The other investigation for which medical records were provided is confirmed for difficult to remove, tilt, detachment and perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a difficult removal, malposition, detachment, and a patient device interaction problem. This information was received from various sources. All malfunctions involved patients without consequence. The patients included a 69-year-old male without weight provided, a 36-year-old female without weight provided, and a 37-year-old female was 53 kgs.

Manufacturer narrative:
The devices for the three malfunctions were not returned; however, medical records were provided. One of the three investigations is inconclusive for the alleged failures as no deficiencies were identified in the medical records. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a difficult removal, malposition, detachment, and a patient device interaction problem. This information was received from various sources. All malfunctions involved patients without consequence. The patients included a (B)(6) male without weight provided, a (B)(6) female without weight provided, and a patient without age, weight, or sex provided.